Event description:
Info received indicates the ground loss light is flashing.

Manufacturer narrative:
The technician found the ground pin loose on the power cord and replaced the plug to repair the bed.